Manufacturer narrative:
The account found that the shorted coiled cable took out power supply and air compressor. The technician replaced the coiled cable, power supply and the air compressor to repair the bed.

Event description:
Information received indicates the air mattress not inflating due to the cable to the air compressor was damaged and shorting.